Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges additional surgical intervention, general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient and the device was defective." However, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2013, ventralex st on (B)(6) 2017 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug and ventralex st. Attorney alleges that the patient underwent subsequent surgical intervention due to the hernia mesh device on (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." As reported, the attorney alleges general allegations for emotional distress and the device was defective.